Event description:
A male patient underwent a diagnostic cardiac catheterization procedure in late 2008. The procedure was performed through a 6 french procedural sheath placed in the left common femoral artery (cfa). At the end of the catheterization procedure, the operator deployed a mynx vascular closure device in attempts to obtain access site hemostasis. During the mynx deployment, the trained operator observed bleeding from puncture site at skin level. The device was removed and the patient was successfully converted to manual compression. The patient recovered without incident, and was discharged per hospital protocol. Five days, post procedure, the patient returned due to claudication in the left leg. An emergent opendovascular procedure was performed at which time a left distal popliteal occlusion; remaining thrombus was removed via angiojet and direct delivery of tpa was administered. During the same procedure, an immediate follow-up angiogram of the left lower extremity confirmed that blood flow was restored. The patient recovered successfully without further clinical sequelae. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. The material removed during surgery was not sent to pathology for analysis, thus the composition of the occlusion is unknown. Based on the limited info provided, the root cause of the incident could not be determined.